Manufacturer narrative:
No button response due to corroded keypad traces. No moisture damage found inside the pump. Pump received with cracked battery tube threads, reservoir tube lip,belt clip slot, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not performed. The device was returned for analysis.